Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy the stent/rotating the thumbwheel. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion at the superficial femoral artery with heavy tortuosity and mild calcification. Due to the complex lesion, a contralateral approach was used with a long 6fr introducer sheath. The 7.0/150 mm absolute pro stent system was advanced to the lesion, but after 1cm of the stent deployed, the thumbwheel could not be moved anymore. Since it was not possible to deploy the stent any more than the 1st cm, the decision was made to open the handle on the device and manually pull the sheath back to fully deploy the stent at the target lesion. The procedure was completed without further issue. There was no reported clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.